Event description:
It was reported that this pacemaker exhibited oversensing of isolated noisy signals, with the signals suspected to have been caused by electromagnetic interference (emi) while the patient underwent a procedure. This device remains in service. No adverse patient effects were reported.